Manufacturer narrative:
(B)(6) 2020. (B)(6)2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit had a pressure regulation high error. The customer contacted product support and reported 1109 error in the significant event logs. The customer advised they ran the unit for 24 hours, and performed pvt and were unable to duplicate the error. Product support advised the caller per the service manual to check the pin alignment on the data acquisition (da) pcb to solenoids. Product support advised per service manual of the suspect solenoids 2 and 4, or the (da) pcb. Provided part ID for both rp-pcba, data acquisition solenoid valve (purge, autozero, crossover). The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:06feb2021; b4:15feb2021. Failure analysis on the returned data acquisition board shows that no fault found. Fi investigation could not replicate problem. No errors occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.